Event description:
Related manufacturer reference number: 2017865-2022-16127. It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead dislodged. An attempt was made to reposition the lead, but the helix would not retract. The lead was explanted and replaced. After placing the device in the pocket and beginning to close, it was noted that the next lead dislodged as well. The physician decided to forego repositioning at this time. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and a helix mechanism issue. As received, a complete lead was returned for analysis with the helix extended and clogged with blood / tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The helix full extension was within product specification. The cause of the reported event was due to damaged coil, blood / tissue in the helix housing and on the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.